Manufacturer narrative:
E1: patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient was hospitalized since (B)(6) 2024 due to the presence of an infected nodule in the area of insertion of the cannula and was treated with drainage and prescribed antibiotics. No further information was available.